Manufacturer narrative:
Additional information was received that patients scs system was not malfunctioning. It was noted that the patient had multiple sclerosis (ms) and needed a magnetic resonance imaging (MRI). No further course of action will be taken.

Event description:
A report was received that the patient was experiencing persistent back and abdominal pain. It was also reported that the patient was currently maintained with tramadol and the use of scs, despite the use of stimulator, patient continued to have pain and numbness on his feet. The patient will undergo an scs replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing persistent back and abdominal pain. It was also reported that the patient was currently maintained with tramadol and the use of scs, despite the use of stimulator, patient continued to have pain and numbness on his feet. The patient will undergo an scs replacement procedure.

Manufacturer narrative:
Additional information was received that the patients legs were weak and physician indicated that the multiple sclerosis (ms) was causing the symptoms to worsen. The patient will undergo an explant procedure per patients preference due to the advancement of the multiple sclerosis.

Event description:
A report was received that the patient was experiencing persistent back and abdominal pain. It was also reported that the patient was currently maintained with tramadol and the use of scs, despite the use of stimulator, patient continued to have pain and numbness on his feet. The patient will undergo an scs replacement procedure.